Manufacturer narrative:
Device evaluated by MFR: examination of the returned complaint device revealed a guide wire was stuck inside the catheter. Therefore, it was not possible to insert a mandrel through the hub. A mandrel was inserted through the distal end of the catheter, but restriction was noted at 1.5cm from the distal end due to the presence of blood inside the shaft. Visual and microscopic examination revealed blood in the catheter hub. Several kinks were identified at 125.5, 130 and 135.6cm from the proximal end of the catheter. It was not possible to remove the guide wire. A coating confirmation test confirmed the presence of coating; however, there was severe coating damage evident all along the catheter. All dimensional measurements taken were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as continuous flush instructions were not followed and an incompatible guide catheter was used. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during an embolization treatment procedure, the microcatheter would not advance through a guide catheter. During treatment of a tumor in the renal artery, a rengade hi-flo microcatheter was selected for use. Utilizing intermittent flushing, the physician attempted to introduce the renegade into an unknown 4fr .038" guide catheter, but it would not fit. He attempted again with an unknown 5fr .038" guide catheter; however, this was unsuccessful as well. The procedure was completed with a non bsc device. There were no patient complications reported and the patient's status is fine. However, device analysis revealed a guide wire was stuck in the shaft of the microcatheter.